Event description:
Customer alleged chair was on a charger when something caused the power, battery and controller harness wires to get hot, melt and smoke. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The incident report obtained from the facility stated, "fire alarm sounded at 2315 (B)(6). Rn and 2 rcas responded. Found it was in room 256. When they opened the door the room was filled with smoke. They saw the smoke was coming from the power wheelchair parked beside the bed. The rca unplugged it, opened the window to let the smoke out, gave the resident a cloth to cover his mouth and stayed with him to reassure him. They were unable to move the chair as it was too hot. Fire department arrived at 2321 and took the power chair out. Firemen lifted resident into a wheelchair and took him to the ambulance. Resident sent to kgh at 2359 to be checked for smoke inhalation. Windows were opened and a large fan was set up to remove smoke from the room. Returned at 0215 and slept the rest of the night. The nurses assessed his breathing, there was no chest pain, no shortness of breath and lungs were clear on auscultation". Invacare's territory business manager stated that the tdxsp power chair was being charged in the patients room. Invacare tbm inspected chair on (B)(4) 2012. Charger was an invacare lester 24 volt charger, which is not the original charger. Tbm stated that attendants pulled the wires off the batteries. The ra engineer spoke to engineering and lester chargers are compatible with this chair. Unknown what specific charger was used and if it was correctly configured for this chair at the facility. Invacare-(B)(4) will be issuing a RMA for the return of the power chair for a thorough inspection and evaluation. The power chair is in quarantine at the dealers corporate headquarters.